Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. As the product was not returned to the legal manufacturer, the suggested phenomenon could not be further identified - additional information was not made available for this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a black out. The power returned to normal, when the scope cable was shaken. The issue occurred, during a diagnostic colonoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.